Event description:
A bipap a40, france was returned to a third-party service center for service. The manufacturer received information alleging a ventilator inoperative occurred on the device after 10 minutes at run-in. This issue has been identified under the fsn 2023-cc-src-039 due to interruptions and/or loss of therapy due to a ventilation inoperative alarm. There was no patient harm or serious injury reported with this notification. The device was not in patient use. During evaluation at a third-party service center the bipap a40, france device was visually inspected and found no evidence of foam degradation. However, due to the ventilator becoming inoperative the technician documented replacing the device's circuit board is needed to address the issue. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.